Event description:
The pt underwent a diagnostic procedure through the right groin. The physician closed the arteriotomy with the closer tsl 6fr device. The pt was discharged and readmitted four days later for coronary artery bypass surgery which was cancelled due to acute cellulitis of the right groin. Antibiotics were administered. In 2000 the pt was taken for exploratory surgery of the right groin. An incision and drainage were performed on the right femoral artery. The closer suture was removed. Three days later the pt was taken for add'l exploration of the right groin due to bleeding. The surgery revealed extensive necrosis of the right femoral artery wall. The artery was debrided, resected and replaced with a gortex graft and sartorius muscle flap. Five days later add'l debridement of necrotic skin edges and re-do of the muscle flap were performed. Nine days later the pt was transferred to another facility for further medical management.